Event description:
Customer reports: when drawing up medications the side of vial access cannula starting shooting out the medication. It seems like there is a hole in the plastic. It is not related to the cannula being loose on the syringe because it was tightened when syringe appeared to be leaking.

Manufacturer narrative:
A device history record (DHR) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The manufacturing site received one unused, opened packaged sample with this customer report. A complete investigation was performed. A visual inspection to the quality inspection standard was conducted and confirmed the reported issue. The actual root cause of the reported condition could not be determined based on the available information. There were no anomalies found during a review of the DHR¿s, maintenance records or process monitoring data. There was no evidence of any systemic failure of the manufacturing process. A 6m analysis was performed to identify the potential root cause. The most likely root cause could be sink or void that causes a hole to form on thinner parts of the hub mostly between the ribs during the molding process but cannot be confirmed. Corrective actions are being documented under a formal corrective/preventative action (CAPA) which was opened to investigate similar types of issues. This information will be utilized for trending purposes to determine the need for corrective actions.